Event description:
Complainant stated that his concern is whether the modular knee system, is a defective patella component or a poorly designed patella component. On february 21, 1996 rptr had a total knee replacement. From the day rptr got out of surgery they had continuous pain with the same symptoms. After getting a second opinion, rptr finally diagnosed in december 1996 with a fractured patella and elected to have the patella repaired. In may 1997 rptr went into surgery for what they thought would be repair of the patella but the surgeon was unable to do so. Rptr ended up having to have their knee cap removed. To get to the point, within 10 mos after rtpr's total knee the same incident happened to another pt. Rptr was told by surgeon that this pt had the same patella button, and suffered the same symptoms. This second pt has just this mo had to have her patella removed. The physician also told rptr that this particular component requires shaving off so much of the bottom of the knee camp leaving it thinner which increases the chances of cracking and since having two pts with the same problem, he is no longer using that particular knee component model. Rptr knows there is no guarantee with any type of surgery but the odds of this happening twice and with their physician saying what he did, rptr questions this device even being on the market. Rptr's concern is whether or not this is a defective patella component or a poorly designed patella component. Date purchased 5/97.